Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the anesthesia workstation generated alarms for low fraction of inspired o2. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The company field service engineer visited the hospital and investigated the anesthesia workstation. The fresh gas safety valve was replaced and returned for investigation. The returned fresh gas safety valve has been simulated use tested in reference anesthesia workstation. The fresh gas safety valve functioned as intended. The reported issue with a lower oxygen concentration than set could not be reproduced. The device logs from the reported event have been requested but were not received. We have not been able to determine the root cause of the reported issues. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).